Event description:
Device appears to be over-sensing on the right ventricular lead. Rv lead integrity alert warning - (2 or more criteria met). Review high rate-ns episodes, sensing integrity counter (short v-v intervals) and rv lead impedance. Rv bipolar lead impedance warning on (B)(6) 2025. Device appears to be occasionally under-sensing on atrial lead during at/af event(s). Atrial under-sensing during at/af detected event(s) does not appear to impact the device function or performance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).